Event description:
It was reported that the customer's battery cap had disintegrated. The customer stated that the battery cap fell apart in her hand. The customer stated that the damage occurred six months prior and her blood glucose was 500 mg/dl at the time of the event. Troubleshooting was done. Advised customer that a replacement battery cap and belt holster would be sent. The customer stated that she had not been using the insulin pump for six months. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.